Event description:
The following allegation was reported to davol by the pt's father: it is alleged that in 2007 the pt was implanted with a ventralex hernia patch for the treatment of an umbilical hernia. Allegedly, he later experienced pain at the site, which his doctor told him was due to scar tissue. It is alleged that the pain was ongoing with fluid and mesh material extruding from the site and that the patch is visible under the skin. Allegedly, the pt's dr told him that the mesh is infected and would need to be surgically removed. The surgery has not yet been scheduled.

Manufacturer narrative:
A mfg review of the mfg records that included review of sterility records shows that the lot was manufactured to specification. Infection and extrusion are listed in the IFU as possible complications. Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the pt's alleged post operative experience. If additional info is obtained a follow up MDR will be submitted. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.